Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had challenging anatomy with annular calcium, severe tri-leaflet calcium, and a 51 degree aortic root angle. During device preparation, while loading the valve into the delivery system, a small gap remained between the valve and valve capsule, which was closed with the micro-adjustment wheel. During the procedure it was noted that the valve could not be fully-recaptured into the valve capsule during the end of the first partial re-sheath attempt. The micro-adjustment wheel was used several times with no results. The distal end of the delivery system was in the ascending aorta. The decision was made to collapse the system into a 20f non-abbott sheath. The physician removed the entire delivery system and exposed valve out through the iliofemoral vessel, causing a right iliofemoral dissection. A new 29mm navitor vision valve and large flexnav delivery system. The second valve was implanted. The patient had prolonged hospitalization due to the dissection. Three days post-implant the patient went into complete heart block. A temporary pacemaker was inserted. Subsequently a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
H6 health effect - clinical code 4582 was removed. H6 health effect - impact code 2199 was removed. H6 medical device problem code 1536 was removed. The device was not returned for analysis. An event of a retraction problem and bent material was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported retraction problem appears to be a cascading event of the bent material. A cause for the bent material could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
H6 health effect - clinical code 4582 was removed. H6 health effect - impact code 2199 was removed. An event of a retraction problem and bent material was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The device was returned for analysis. The delivery system was returned with damage present throughout. Due to the damages on the delivery system, functional testing was precluded. Based on all available information, the reported retraction problem appears to be a cascading event of the bent material. A cause for the bent material could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During device preparation, while loading the valve into the delivery system, a small gap remained between the valve and valve capsule, which was closed with the micro-adjustment wheel. During the procedure it was noted that the valve could not be fully recaptured into the valve capsule. The micro-adjustment wheel was used several times with no results. The distal end of the delivery system was in the ascending aorta. The decision was made to collapse the system into a 20f non-abbott sheath. The physician removed the entire delivery system and exposed valve out through the iliofemoral vessel, causing a right iliofemoral dissection. A new 29mm navitor vision valve and large flexnav delivery system. The second valve was implanted. The patient had prolonged hospitalization due to the dissection. Three days post-implant the patient went into complete heart block. A temporary pacemaker was inserted. Subsequently a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During device preparation, while loading the valve into the delivery system, a small gap remained between the valve and valve capsule, which was closed with the micro-adjustment wheel. During the procedure it was noted that the valve could not be fully recaptured into the valve capsule. The micro-adjustment wheel was used several times with no results. The distal end of the delivery system was in the ascending aorta. The decision was made to collapse the system into a 20f non-abbott sheath. The valve and delivery system were removed from the patient and replaced with a new 29mm navitor vision valve and large flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.